Manufacturer narrative:
It was reported to csi that the guide wire was retained by the facility. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The material inspection report for the reported guide wire was unable to be reviewed, as the lot number was not provided. Csi ID (B)(4).

Event description:
It was reported that a peripheral viperwire guide wire was unintentionally used instead of a coronary viperwire guide wire with a diamondback coronary orbital atherectomy device (oad) during a coronary atherectomy procedure. This was reportedly due to the site staff misreading the product labeling. Following treatment of a lesion in the left anterior descending artery (lad), the tip of the guide wire became detached. The wire fragment was unable to be retrieved and remained in the patient. The patient was stable post-procedure.